Manufacturer narrative:
The insulin pump passed all functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected drive/motor anomaly noted during testing. The motor was tested outside of the device and passed. The insulin pump was received with scratched case, cracked select button keypad overlay, keypad overlay scratched, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that motor from insulin pump was not functioning. Customer's blood glucose was unknown. Insulin pump would need to be replaced.